Event description:
Complainant alleged that the medics were treating a pt. The pt presented a ventricular fibrillation heart rhythm. The pt was administered one shock at 300 joules, a second shock at 300 joules, and a third shock at 360 joules. At some point during defibrillation the anterior pads arced and the pt received a burn to the chest. The pt was then presenting a pulseless electrical activity rhythm. The pt was administered atropine and epinephrine and was then paced at 80ppm and 90ma. The pt's heart rhythm was captured. The pt then presented a ventricular fibrillation heart rhythm. The pt was administered 1 mg of lidocaine. The pt then presented an asystole heart rhythm. Pt CPR was continued. The pt was transported to the hospital's emergency room, where their condition deteriorated and the pt expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant was unable to provide info regarding when during pt defibrillation the arc occurred or if the pads were changed prior to pt pacing.